Manufacturer narrative:
Block h6: imdrf code: e1021 captures the reportable event of pancreatitis. Imdrf code: f2202 captures the reportable event of endoscopic diagnostic procedure. Imdrf code: f08 captures the reportable event of hospitalization or prolonged hospitalization. Block b3: date of event represents the article online publishing date. Block d4, h4: detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Block g2: literature source. Journal article: iyiad alabdul razzak, et al. "Efficacy and safety of single use duodenoscopes in comparison to reusable duodenoscopes for endoscopic retrograde cholangiopancreatography: a single center experience", world journal of gastrointestinal endoscopy, 2025; doi: 10.4253/wjge.v17.i6.105298.

Event description:
Boston scientific became aware of an event involving exalt model d single-use duodenoscope through the article titled: efficacy and safety of single use duodenoscopes in comparison to reusable duodenoscopes for endoscopic retrograde cholangiopancreatography: a single center experience by iyiad alabdul razzak, et al. Per the article, between 2020 and 2023, 133 patients undergoing ercps using either exalt model d or a reusable scope were enrolled. 53 patients were enrolled in the exalt model d group. Success rates and adverse events associated with both scope types were compared. Adverse events associated with use of exalt model d include 3 occurrences of post ercp pancreatitis, 2 occurrences of minor bleeding post sphincterotomy, and 1 occurrence of gastric ulcer with melena and anemia. The ulcer was treated with clips. Readmission occurred in two cases, once for post sphincterotomy bleeding and once for post ercp pancreatitis. One patient developed a perforation which was attributed to balloon dilation by gastroscope to overcome gastric outlet obstruction. All cases of post ercp pancreatitis were classified as mild, none of the cases required intensive care unit admission, and all were managed conservatively. Bleeding events were also classified as mild as they were endoscopically controlled with no need for blood transfusions or further interventions.

Manufacturer narrative:
Block h6: imdrf code e1021 captures the reportable event of pancreatitis. Imdrf code f2202 captures the reportable event of endoscopic diagnostic procedure. Imdrf code f08 captures the reportable event of hospitalization or prolonged hospitalization. Block b3: date of event represents the article online publishing date. Block d4, h4 detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Block g2: literature source journal article: iyiad alabdul razzak, et al. "Efficacy and safety of single use duodenoscopes in comparison to reusable duodenoscopes for endoscopic retrograde cholangiopancreatography: a single center experience", world journal of gastrointestinal endoscopy, 2025; doi: 10.4253/wjge.v17.i6.105298 block h11: the devices were not returned for analysis, and no direct device evaluation could be performed. Media provided in the publication included images of a patient undergoing an upper endoscopy for a gastric ulcer and placement of clips; however, the device in question was not shown in the images. As a result, no device malfunction or performance issue could be confirmed based on the available evidence. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this device was unable to be performed as the upn and lot number are unknown a risk review performed for the exalt model d scope device confirmed that the events of pancreatitis, ulcer, hemorrhage, anemia, endoscopic procedure and hospitalization or prolonged hospitalization were defined in the risk documentation and is documented accordingly in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed. The directions for use (dfu) contains detailed device information and instructions for the device use. Additionally, it was confirmed that the following adverse events are anticipated in the dfu: pancreatitis, ulcer, hemorrhage and anemia. Also, there is no evidence the device was improperly used per the dfu, and there is no evidence that there is any issue with translation, wording, or graphics of the dfu/labeling information. Based on the information provided, the reported clinical events are recognized as known inherent risks associated with the device and its intended use. There is no evidence to suggest that device malfunction or misuse contributed to the events. Due to limited information and lack of device evaluation, no definitive conclusions regarding device performance can be established. Therefore, the most probable cause is classified as "known inherent risk of device."

Event description:
Boston scientific became aware of an event involving exalt model d single-use duodenoscope through the article titled: efficacy and safety of single use duodenoscopes in comparison to reusable duodenoscopes for endoscopic retrograde cholangiopancreatography: a single center experience by iyiad alabdul razzak, et al. Per the article, between 2020 and 2023, 133 patients undergoing ercps using either exalt model d or a reusable scope were enrolled. 53 patients were enrolled in the exalt model d group. Success rates and adverse events associated with both scope types were compared. Adverse events associated with use of exalt model d include 3 occurrences of post ercp pancreatitis, 2 occurrences of minor bleeding post sphincterotomy, and 1 occurrence of gastric ulcer with melena and anemia. The ulcer was treated with clips. Readmission occurred in two cases, once for post sphincterotomy bleeding and once for post ercp pancreatitis. One patient developed a perforation which was attributed to balloon dilation by gastroscope to overcome gastric outlet obstruction. All cases of post ercp pancreatitis were classified as mild, none of the cases required intensive care unit admission, and all were managed conservatively. Bleeding events were also classified as mild as they were endoscopically controlled with no need for blood transfusions or further interventions. Please refer to the cited article for complete details.